Manufacturer narrative:
The event date is estimated as the medtronic representitive reported that the issue occurred on a date "earlier in the month" and did not provide additional insight into the exact date. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a deep brain stimulation (dbs) procedure, the navigation system exited without prompt from the user when attempting to merge a magnetic resonance imaging (MRI) and computed tomography (CT) image. Restarting the navigation system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.